Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 60mm x 49mm abdominal aortic aneurysm. The proximal neck diameter was 25mm and 35mm in length. It was reported approximately 1 year post the index procedure follow-up cta identified a type ia endoleak and infolding of the bifurcated stent graft from the tip of the fabric to the flow divider was observed. The physician implanted a non-mdt stent in the trunk of the bifurcated graft to gain graft wall apposition on the (B)(6) 2022. The type ia and infolding were resolved as evidenced by ivus and angiography imaging as per the physician the cause of the event was as a result of oversizing, this led to infolding of the bifurcated graft which resulted in the type ia endoleak.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported infolding of the stent graft and type ia endoleak were confirmed on the films returned. The type ia endoleak occurred as a result from the gutter formed by the infolding on the main body stent graft. The cause of the stent graft infolding could not be fully determined from the films returned. CT¿s prior to implant were not available (only a sizing sheet was provided) and films during implant and complete post-implant CT¿s were not provided. The implantation of a 32mm stent graft in an aortic neck with the most proximal neck diameter of ~25mm (ranging from ~25-29mm, proximal to distal) may have contributed to the radial infolding observed. It is likely that, as noted by the physician, the radial infolding occurred due to oversizing of the bifurcate stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.